Manufacturer narrative:
(B)(4). Additional information: batch # = n90853. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In addition, (B)(4) malformed clips were received in a plastic bag. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips didn't hold to the tissue and were crossing over themselves when deployed. The surgeon stated that they were too easily removed and showed the surgical staff how easily they pulled off the tissue. The procedure was completed using a competitor's device. There was no patient consequence reported.